Manufacturer narrative:
The hawkone 7f lx was inspected. The torque shaft beneath the strain relief was bent at an approximate 45-degree angle. The distal flush tool was located at the distal end of the torque shaft. The black duckbilled valve was over the cutter window. The thumb switch was retracted. In order to view the cutter window the thumb switch was advanced, so not to risk cutting the black duck-billed valve during removal. After removing the dft, the cutter was located approximately 1cm distal the cutter window. Treated tissue was noted at 1cm distal the cutter window and continued approximately 2.5cm distal the cutter window. Functional testing: the cutter driver was powered on and retracted the thumb switch. The cutter retracted and motor activated as intended. The thumb switch was advanced; however, cutter was blocked at approximately 1cm distal the cutter window. The observed blockage was located where the treated tissue was noted within the housing. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a hawkone h1-ls device with to treat a 80-100mm calcified, plaque 85% stenotic lesion in the patient¿s proximal/distal left superficial femoral artery (sfa) of diameter 6mm. Slight tortuosity and moderate calcification were reported. IFU was followed and the device was prepped without issue. It was reported that the nosecone was not being cleaned out during cleaning and that the thumbswitch would not fully close. The physician noticed a difference in how the device was cutting an sounded. There were no issues turning the motor on or off. The cutter was inside the housing and the device was safely removed from the patient. A second hawkone h1-lx device was tried and same issue occurred however, no unfamiliar sounds were noticed. Multiple attempts to clean the device were attempted without success. A new device was then used with to complete the atherectomy. At the end of the procedure, the spider fx was removed with debris noted inside the filter. The filter was then removed and pta using a non-medtronic 6x100 (bard durado) balloon was carried out.  It was reported that a small amount of thrombus was found and removed. The filter was not used to remove the thrombus.  Part of the thrombus was unable to be removed. Post pictures were taken after without any vessel issues noted. Patient is on anticoagulants and doing well.